Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018. The customer¿s blood glucose was 500 mg/dl at the time of hospitalization. Customer¿s current blood glucose level was 232 mg/dl. Customer specify other relevant blood glucose value was 590 mg/dl and 570 mg/dl. Customer also alleges the insulin pump for under delivering. Customer stated that the drive support cap was normal. Customer was wearing an insulin pump at the time of hospitalization. The product will not return for the analysis.